Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. The lesion being treated was located in the left circumflex (lcx). There was an 80% stenosis, calcification, and the vessel was moderately tortuous. Contrast media used during the event was iopamiron, and the contrast ratio was 50%. The physician deployed the 2.50x16mm stent at 12 atms in the bifurcation area of the lcx and lcx posterior descending. The stent was fully deployed and well apposed. The stent delivery balloon appeared to deflate without issue, but the physician was unable to withdraw the balloon from the stent. The physician inflated the balloon at 2 to 3 atms and deflated it slowly,but was again unable to withdraw the balloon. The balloon was inflated again to 10 atms, and was deflated slowly, but again was unable to be removed from the stent. Eventually, the physician withdrew the balloon forcibly while holding the guide catheter, and the balloon was removed from the patient. The device was removed intact, although the tip was like an "accordion." The patient did not have any injuries associated with this event and the procedure was successfully completed.